Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was over discharged because it wasn't charged for 3 months. It was reported that the patient didn't recharge the ins because it was heating internally and causing the patient pain while recharging. As a result, the patient was unable to recharge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient wanted to have the ins replaced and planned to schedule a replacement. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement surgery was scheduled for (B)(6) 2019 and the ins would be picked up from pathology at the hospital and sent back for analysis. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins found insignificant anomalies. The ins battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.